Event description:
It was reported that during the implant attempt, the physician observed a curve at the tip of the lead and the lead appeared to be uneven. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the distal end/electrodes of the lead were bent. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant attempt, the physician observed a curve at the tip of the lead and the lead appeared to be uneven. The lead was not implanted. No patient complications have been reported as a result of this event.